Manufacturer narrative:
One 6f angio-seal vip hemostasis sheath and carrier tube assembly were visually inspected and functionally tested. The carrier tube assembly had been fully inserted into the hemostasis sheath and was in the full rear-lock position. A 6.46" length of suture exited the sheath distal end. Both the clear and black heat shrink tubing were exposed on the suture, along with the tamper tube, knot, and collagen. A compacted collagen fragment was tightly secured by the suture. The anchor was not returned. It should be noted that the black heat shrink had been fully exposed, consistent with an overtightened suture loop; no heat shrink tubing damage was noted, and the measured dimension between the black and clear heat shrink tubing was consistent with mfg specifications. The overtightened suture loop was caused by excessive tamping by the user. Review of the device history record confirmed this lot met mfg requirements prior to shipment. The angio-seal instruction for use (IFU) state that if the angio-seal device does not anchor in the artery due to improper orientation of the anchor or pt vascular anatomy, absorbable components and delivery sys should be withdrawn from the pt. Hemostasis can then be achieved by applying manual pressure. The angio-seal device instruction for use (IFU) cautions that if anchor fracture or embolism is suspected, the device should be examined to determine if the anchor has been withdrawn. If bleeding occurs, apply manual or mechanical pressure to the puncture site per standard procedures. If the anchor is not attached to the device, monitor the pt (for at least 24 hours) for signs of vascular occlusion. Should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) instructs the user that erratic, vigorous tamping or excessive upward tension on the suture may result in collagen placement in the artery or anchor breakage.

Event description:
It was reported that a 6f angio-seal vip was selected for use. All of the steps required for angio-seal deployment had allegedly been completed. However, when the device was pulled back, the entire unit came out of the pt without the anchor. The physician applied manual pressure to achieve hemostasis. An angiogram was performed to locate the anchor but it could not be located. The pt was pain free but still admitted into the hosp to be e watched for 24 hours for any complications. The pt was stable. No add'l info was provided.